Event description:
This event is reportable based on the product analysis approved in 2008. It was reported that during a drug eluting stenting treatment procedure, the device was unable to cross the lesion. The chronic totally occluded (cto) 100% stenotic lesion was located in the "50% tortuous" and severely calcified left anterior descending artery. The physician encountered significant resistance during insertion of the 4.00x20mm taxus liberte stent and was unable to cross the lesion. There were no patient complications. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination of the returned device revealed distal stent damage. Some of the distal struts were slightly flared outwardly. Distal stent damage is consistent with the device encountering some form of restriction during the insertion of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized guidewire was inserted through the lumen with no restrictions. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.